Event description:
It was reported the patient is no longer receiving effective stimulation. The sjm representative interrogated the system and found several invalid contacts and reprogramming provided effective stimulation. Follow-up determined the patient was again no longer receiving effective stimulation. Reprogramming provided the patient with adequate stimulation. The patient was referred to a neurosurgeon for lead replacement. Note this patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.